Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen became unresponsive. However, the pump was still functional as the customer was still able to interact with the pump. The customer's blood glucose level was 170 mg/dl. Reportedly, customer would continue to use the pump for insulin therapy.